Manufacturer narrative:
The failure for disassembly was confirmed by the technician through visual inspection. The pin holes holding the extension head was cracked.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the 90 degree head of the attachment is broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the 90 degree head of the attachment is broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.